Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The instrument was found to have damage to the conductor wire's insulation. Insulation material, approximately 0.03" x 0.03", appeared to be missing and not returned by the customer. Fa found a secondary failure of scratch marks/abrasions to the main tube. Main tube scratch marks measured roughly .03" to 0.31" in length and were not aligned with the tube axis. Material was missing.

Event description:
It was reported that prior to the start of a da vinci-assisted malignant total hysterectomy surgical procedure that the insulation of the cable was found to be broken. The procedure was completed with no reports of patient injury.